Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an arterio-vein (av) fistula stenting procedure, resistance was felt during deployment of the absolute stent. After deployment of the stent, a fractured strut was noted, possibly due to plaque. Post stent dilatation was performed, with good final results. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). A review of the lot history record did not reveal any nonconformity associated with this lot. A fractured stent prior to use would likely be detected at inspection, IFU states "inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment". Also per IFU, "the stent is of open cell design. Open cell design allows each ring to expand independently of the adjacent ring; allowing for good stent conformability at vessel or bile duct diameter changes. Under fluoroscopy/cholangiography, the independent ring expansion may appear as a step in the contour of the stent, and be erroneously interpreted as a stent fracture. No mfg quality deficiencies were identified.